Event description:
Additional information was received from a manufacturer representative (rep) stating the explanted product has been shipped back.

Manufacturer narrative:
Continuation of d10: product type accessory product ID 3708140, serial# (B)(6) implanted: (B)(6) 2009, explanted: (B)(6) 2026, product type extension product ID 39565-30, serial# (B)(6) implanted: (B)(6) 2009, explanted: (B)(6) 2026, product type lead. Product ID 3708140, serial# (B)(6) implanted: (B)(6) 2009, explanted: (B)(6) 2026, product type extension. H3: analysis of the first extension kit - product ID 3708140 (sn (B)(6)) was performed and identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the second extension kit - product ID 3708140 (sn (B)(6)) was performed and identified that the proximal end of the lead was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. Analysis of the extension product - product ID 39565-30 (sn (B)(6)) was performed showing the product returned segmented; and there was no impact to electrical functionality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6), ubd: 02-apr-2013, UDI#: (B)(4); product ID: 39 565-30, serial/lot #: (B)(6), ubd: 10-mar-2013, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(6), ubd: 02-apr-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device revision procedure, the old lead and extensions were removed and a new lead was implanted. High impedance was observed on the day of surgery, with multiple impedance values recorded: 4 at 40,000, 13 at 11,652, and 14 at 26,217. Troubleshooting was performed by attempting to reprogram around the impedances, but these efforts were unsuccessful. The issue was resolved by explanting the affected devices and implanting a new lead. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.